Event description:
New information received notes that programming changes were performed to resolve the issue. There were no patient consequences.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that non-sustained right ventricular oversensing (nsrvo) due to post-paced t-wave oversensing (pptwos) was noted on the implantable cardioverter defibrillator (ICD). No changes or intervention was reported. There were no patient consequences.